Event description:
I use the new medtronic 670g pump. I had a low blood sugar and my pump shut off. The medtronic pump turned back on because it's max time off is for 2 hours. My blood sugar was still low in the 40's when my pump turned back on. I fell and was unconscious when this happened. I was unable to respond to my pump when it turned back on. I had a knot on my face. I did report this to medtronic because about 6 am the same day my sensor failed. The pump should not turn on when a blood sugar is in the 40's to give insulin. The sensors also fail on this new pump all of the time. I am lucky to be alive. I did download my pump on (B)(6) 2020 in the day to have documentation of what happened. I also took pictures of my pump on messages received: pump restarted max 2 hours off. I also have pictures of my face from my fall on this day. FDA safety report ID# (B)(4).